Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a time anomaly. Customer's blood glucose was 30 mg/dl. Customer treated low blood glucose with milk. Customer declined troubleshooting for low blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump was monitored for 3 days, no time clock anomaly noted during testing. The insulin pump was received with scratched case, cracked case behind pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.